Event description:
A remstar auto a-flex device was returned to a third-party service center with no alleged complaint. The device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and noticed the connecter was burned and error log, cannot be retrieved because of thermal event. Upon review of the reported event, the service center has been instructed to return the affected component and the device to the product investigation lab (pil) for further investigation.